Event description:
In 2008, a patient received a dura-guard dural repair patch with apex processing for a suboccipital craniectomy, c1 laminectomy, dural patch for chiari I malformation. The procedure was completed successfully without complication. In 2009, during a screening test, the patient received a positive diagnosis for a communicable disease. The patient had no clinical signs or symptoms. It is not believed that the patient had exposure to any environment or persons, which have or are known infectious sources. Current treatment for the patient is observation.

Manufacturer narrative:
Dura-guard is still implanted in the patient, therefore, no product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.